Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient was to have vns lead and generator replacement surgery due to a broken lead. X-rays identified a frank lead break per the reporter. It was not known if the patient experienced any trauma or manipulated the vns, but the patent has significant behavioral issues. The patient's height has increased by 37cm since the vns was placed on (B) (6)2002. The patient later had lead and generator revision surgery, and a break was visualized in the lead wire by the surgeon. The lead and generator have been returned and are currently in product analysis.